Event description:
On (B)(6) 2010, at approx 1:20 am, resident (B)(6) was found with her lower body on the floor beside her bed, her upper body leaning on the bed and her head on the mattress in between the mattress and the side rail. She was on her left side. This resident was deceased when discovered and was subsequently examined by medical examiner, without being moved. M.e. Determined cause of death as asphyxiation secondary to neck compression.